Event description:
It was reported that the patient had been syncopal because of no therapy. The device was in reset mode. A capacitor maintenance could not be performed as it was unsuccessful. Possible output damage. All electrical measurements were in range. The patient was resuscitated twice. After, the patient was reported to be stable and no further complications were noted. The device was removed.

Manufacturer narrative:
The reported reset anomaly was confirmed in the laboratory. The device functionality was tested on the bench, automated electrical, and temperature testing. The device met all specifications. It is suspected that the device's firmware corrupted post reset. During further testing, the firmware was re-initialized and device function was normal. The failure mode was lost. The cause of the extended charge time after the reset could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.